Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00856. On or about (B)(6) 2009, a miniarc single-incision sling was implanted. Plaintiff's attorney has alleged that the mesh promoted an immune response and that she underwent, "extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia." It was also alleged that the plaintiff has, "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering" and other losses.